Event description:
It was reported that a patient presented for a right ventricular lead revision procedure due to an unspecified reason, which was ultimately unsuccessful due to a complete blockage of the patient¿s superior vena cava. The lead was explanted and replaced in a separate procedure on (B)(6) 2021. The patient was discharged post-procedure.